Event description:
Event description cpi received information that physician believes this fineline ii lead has perf'd the patient's heart. Patient going to surgery immediately. No allegation of this fineline ii lead.